Event description:
Customer requested an event log review after a reported "channel communication error". Per the customer this error caused the medication not to infuse. It was reported that there were 3 channels programmed. Channel a. Versed titrated for sedation (concentration unk). Channel b: normal saline infusing at 75ml/hour. Channel c: diprivan infusion at 50mcg/kg/min. It has reported that a communication error occurred on channel a at 10pm. The pc unit, all modules and tubing were changed. The pt was restless with increasing agitation. The nurse stated she is unsure if any of the versed infused for two hours because there was no change in the restlessness of the pt. The nurse said she had to keep titrating, increasing the dose with no changes in restlessness. At the time the nurse cleared the pump channel a read no valve infused after two hours. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). The devices have been received and the investigation has been started but is not yet complete. A follow up report with failure investigation results will be submitted once evaluation has been completed.